Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. At this time, the data analysis has yet to be performed. This device remains in service. No adverse patient effects were reported. Additional requests have been performed in order to inquire for the serial number of the device, however, at this time, no further information is available.